Manufacturer narrative:
Device manufacturer address (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were flow issues through an unspecified quantity of one-link non-dehp standard bore catheter extension sets. The flow issues were further described as, ¿with timely care, workflow disruptions¿ and ¿lack of ability to draw blood even after multiple attempts¿. These issues were identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from may 18, 2022 - may 19, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.